Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. The powered stapling device was being applied to the stomach. There was poor staple formation. The stapler only fired to 30 mm on the cartridge. Replaced with a new cartridge but the knife only moved to 10 mm and stopped. The staple line was incomplete at the distal end. The status of all the indictor lights was solid. In order to resolve the issue and complete the case, opened a new device. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is auto-washer.